Manufacturer narrative:
Per tandem's t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer reloaded their three day old cartridge and resumed insulin. Subsequently, the customer experienced an elevated blood glucose (bg) level (320s mg/dl). Correction boluses via the pump were administered to address bg level. Tandem technical support educated the customer on cartridge and insulin labeling instructions. Reportedly the customer will continue to use the pump until the replacement pump is received.